Manufacturer narrative:
Implant date not provided/unknown. Explant date not populated as of the date of this filing the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
A report was received at our european union office that an intraocular lens (iol) model zct400 21.0 diopter rotated counterclockwise after implantation in the left eye of a female patient. The iol was rotated back in place in a secondary procedure, but the iol rotated back counterclockwise 15 degrees (15°). The lens was again rotated back into position in a secondary procedure. The patient¿s pre- operative refraction was +2,00sf -4,75 x 170 visus 0,3. Axial length mm 23,86. R1 mm 8,.09 x 167, r2 mm 7,42 x 77, cyl -3,77 x 167 acd 3,29mm. Post-operative refraction -0,25sf -1,00 x 126 visus 0,8. There was no patient injury.

Manufacturer narrative:
Implant date (B)(6) 2014. The lens is still implanted and the patient feels comfortable. Date of event: (B)(6) 2014. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
The manufacturing record review was performed. There were no nonconformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power. There were no associated nonconformity reports or deviations. Based on the manufacturing record review the product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.